Event description:
It was reported that (1) device was used during a wedge resection. It was reported by the affiliate that the tvc55 instrument could not be fired by the surgeon, due to lockout. Another instrument was used to complete the case. There was no consequence to the pt. The device was discarded.